Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected. Updated: d9; h2; h3; h6. The returned item underwent visual inspection, and it was observed that the pin received is broken close to middle size of it. Inspection cannot determine the root cause. Review of the device history record identified no deviations or anomalies related to the reported event. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that during a robot-assisted total knee arthroplasty, a fixation fluted pin (3.2 mm x 80 mm) fractured during removal from the tibia, resulting in a retained fragment. Intra-operatively, the pin broke as the surgeon attempted to remove it; a portion was retrieved and the remaining segment embedded in the tibia was left in place. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in netherlands. It is unknown if the remains of the device will be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.